Event description:
It was reported that a vns patient was deceased after a company representative found an online obituary for the patient. An estimate of battery life using data from the manufacturer¿s in-house programming history database predicted the battery was depleted at the time of the patient¿s death. Additional relevant information has not been received to-date.

Event description:
The death certificate was received from the state. The cause of death had been redacted. The patient had died in the ER.